Event description:
According to the reporter: the needle wouldn't toggle correctly. The device wouldn't hold suture and needle and the black slider broke off. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4).